Manufacturer narrative:
D9: date returned to mfg 3/27/2024. One device was returned for evaluation. Visual inspection revealed a peeling downstream occlusion (dso) seal. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; the pump was found to be over-delivering. The root cause was determined to be the expulsor. The expulsor was sanded. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was an accuracy error of (B)(4) percent. The reported product fault occurs during testing. There was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.